Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was severely calcified and mildly tortuous in the circumflex artery. It is noted the lesion was not predilated. During advancement of a taxus express2 2.27 x 12 mm stent the physician was unable to cross the lesion. The taxus stent was removed and a new taxus express2 2.75 x 12 mm stent was used. However, as the physician pushed hard on the catheter in an attempt to reach the lesion the catheter fractured into two portions. The physician removed the fractured catheter without any complications. Consequently, the stent was never deployed. The procedure was successfully completed using another taxus express2 2.75 x 12 mm stent. Pt status is reported to be "satisfactory/good."